Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that the ventilator¿s main alarm failed. There was no patient involvement at the time the reported issue occurred. There was no report of patient or user harm. The service provider (sp) inspected the device and confirmed he reported issue. In addition, the sp found the battery had failed and the machine restarted automatically. The sp replaced the battery and user interface board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.